Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer sensor was suspend and not within acceptable range. The customer¿s blood glucose level was 287 mg/dl and sensor glucose was 78 mg/dl at the time of incident. The customer¿s blood glucose level was 167 mg/dl. It was reported that the insulin delivery was suspended due to sensor glucose and blood glucose difference. The sensor glucose value that triggered the suspend on low was 78 mg/dl and low limit in sensor settings was 80 mg/dl. The customer was advised sensor may no longer be responding to glucose changes. The sensor will not be returned for analysis.